Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) far-field oversensing falling in post-ventricular atrial refractory period (pvarp) on the presenting electrogram (egm). Technical services recommended programming optimization. At this time, the device remains in service. No adverse patient effects were reported.